Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that insulin pump received a pump error 25 alarm. Customer's blood glucose was 10.3 mmol/l. Customer was able to troubleshoot due to reconnecting to another insulin pump. Customer was advised to reconnect to appropriate insulin pump and to call back if alarm reoccurs in four hours.